Event description:
It was reported that during a supply change the ilet was dropped to the floor, after which the screen was grayed out and difficult to read, and a replacement was arranged; the issue involved the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light problem affecting visibility, with the medical device problem characterized as display difficult to read and the affected component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.